Event description:
After investigation it was determined that two separate kits of quidel quickvue + combo performed by different technicians at separate locations both produced false positive hcg results on the same patient serum specimen. The results of this investigation are as follows: a quidel quickvue + combo lot number 702499, expiration 03/27/2018 produced a positive quantative serum hcg at 0836, (B)(6) 2016 at satelite lab, (B)(4). Using the same kit at the same location a negative qualitative urine hcg was reported at 1348, (B)(6) 2016. Sample was sent to (B)(4). Serum was retested for qualitative serum hcg. Serum repeated a positive result on test kit with lot number 702499, expiration 03/27/2018. Serum sample was also tested by two alternative qualitative methods; the alere hcg combo cassette lot hgc50580084, expiration april 2017 and the has pregnancy ultimate lot 51113, expiration 04/30/2017. Both kits produced negative results. Serum was sent to (B)(4) for quantitative hcg. Serum was reported as less than 1 miu/ml (interpretation - non - pregnant). No remaining sample was available to be sent to quidel for testing. Lab quality assessment is as follows: patient identification - no evidence of mislabeling found. This was concluded due to the fact that the positive serum results produced a negative result by (B)(4) and alternate qualitative testing kits. This was also supported by the negative urine hcg result. Technical error - because positive serum hcg results were duplicated by two different technician using separate quidel test kits, it is concluded that result discrepancy was not produced by technical error. Test malfunction - no evidence of compromised test kit performance was found. Quality control was performed on each of the kits used on the day testing was performed. Each kit produced the expected positive and negative results. The two kits used were also different lots. This eliminates the possibility of a variance in the particular lot of the kit used. With qc performing correctly, and results duplicated at two different locations using two different kit lots, test malfunction is ruled out. A product quality deficiency report (pqdr) has been submitted to the appropriate army material deficiency site and an internal patient safety report has been filed with the (B)(4) patient safety office. There was a prior discrepancy in test results noted in (B)(6) of 2014; however, in that case the expected positive result produced a negative on our quidel test kit. It was confirmed that the specimen was positive using other means and that the result produced by the quidel quickvue combo test kit was a false negative. This investigation concludes that the false positive serum hcg result produced by multiple lots of the quidel quickvue + combo was due to sample matrix effect. Every kit, method, and instrument used to produce results in patient samples is subject to interfering substances. In the case of a qualitative test these variances in patient sample matrix can produce either false positives or false negatives.

Event description:
Additional information received from reporter for report # mw5067495. After investigation it was determined that two separate kits of quidel quickvue plus combo performed by different technicians at separate locations both produced (B)(6) hcg results on the same patient serum specimen. The results of this investigation are as follows: a quidel quickvue plus combo lot number 702499, expiration 03/27/2018 produced a (B)(6) qualitative serum hcg at (B)(6), (B)(6) 2016 at (B)(6) lab (B)(6). Using the same kit at the same location a (B)(6) qualitative urine hcg was reported at 1404, (B)(6) 2016. Sample was sent to (B)(6) lab. Serum was retested on (B)(6) 2016 at 1442 for qualitative serum hcg. Serum repeated a (B)(6) result on quidel quickvue plus combo test kit with lot number 702513, expiration 04/18/2018. Serum sample was also tested on (B)(6) 2016 by two alternative qualitative methods: the alere hcg combo cassette lot hgc50580084, expiration 04/2017 and the sas pregnancy ultimate lot 51113, expiration 04/30/2017. Both kits produced (B)(6) results. Serum was sent to (B)(4) on (B)(6) 2016 for quantitative hcg. Serum was reported as less than 1 miu/ml (interpretation - non-pregnant). The remaining serum sample will be sent to quidel for testing. Lab quality assessment is as follows: patient identification: no evidence of mislabeling found. This was concluded due to the fact that the (B)(6) serum results produced a (B)(6) result by (B)(4) and alternate qualitative testing kits. This discrepancy was not produced by technical error. Test malfunction: no evidence of compromised test kit performance was found. Quality control was performed on each of the kits used on the day testing was performed. Each kit produced the expected (B)(6) and (B)(6) results. The two kits used were also different lots. This eliminates the possibility of a variance in the particular lot of the kit used. With qc performing correctly, and results duplicated at two different locations using two different kit lots, test malfunction is ruled out. A product quality deficiency report (B)(4) has been initiated and an internal patient safety report has been filed with the (B)(6) patient safety office. This is now the third result discrepancy since (B)(6) of 2014 with the last two occurring less than a month apart. The first incidence produced a (B)(6) from a serum sample. The second occurrence produced a (B)(6) from a serum sample. The current occurrence produced a (B)(6) result on a serum sample. On each of these (B)(6) occasions urine samples were also tested with the same kits and produced the true result. These were the same kits that produced the (B)(6) results. The specimen that produced the current discrepancy was tested with a different lot of the same testing kit at a separate location and reproduced the (B)(6) result. The incidence level of (B)(6) results is not reflected on the clinical comparison study referenced in the product insert of the quickvue plus combo kit. That study shown that there were (B)(6) incidence of (B)(6) results after comparing (B)(6) serum and (B)(6) urine samples with another urine hcg test. This investigation was unable to determine the cause of the (B)(6) serum hcg result produced by multiple lots of the quidel quickvue plus. A course of action will be determined after quidel returns their results from sample retesting. Quidel's response: thank you for sending your patient samples. In response to your complaint, we tested retained devices from the reported lots with hcg (B)(6) serum standard and your returned patient serum samples. In our quality control laboratory, all of the retained devices tested with hcg (B)(6) serum standard yielded accurate and valid results, with only blue control lines observed at the five minute result read time. All of the retained devices tested with the returned patient serum samples yielded valid and (B)(6) results, with blue control lines and pink test lines at the five minute result read time. We also tested the protein concentration of the patient samples and found both to have levels greater than 2000 mg/dl. A common protein detected by the test is (B)(6), although the test is not specific to a particular protein. Per the package insert, we do not have data for samples above 2000 mg/dl. Although we were able to duplicate your complaint with your patient samples, we were unable to duplicate your complaint with our reference standards. The information you provided has been documented and will continue to be monitored.